Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow button gets stuck at times. The customer¿s blood glucose level was unknown. The customer also reported that the screen of insulin pump was cracked and scratched, short battery life, insulin pump will not always fully rewind and both up and down buttons very hard to press. The device will not be returned for analysis.